Manufacturer narrative:
Concomitant products: 4965-15 lead implanted (B)(6) 2014; 4968-25 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right ventricular (rv) lead exhibited intermittent atrial pacing oversensing. It was further reported that the epicardial right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.